Event description:
It was reported that the customer was driving and got in a car accident due to low blood glucose and was hospitalized. The blood glucose reading was low at the time of the admission. Caller stated that the customer's insulin pump and transmitter were lost in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.